Event description:
It was reported that force sensor board/ main board needed to be replaced. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The right plunger case was cracked otherwise no appearance of any physical damaged. Error history log review found a force sensor test error. The root cause of the reported issue was found to be the force sensor was out of calibration. Normal wear. The pump was over 9 years old. Actions were taken to mitigate the reported issue: replaced main board. Performed power up process and all functional testing which passed.